Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 290 mg/dl. The customer stated it leaked while in the reservoir compartment. The customer stated that there is no fluid under the lcd display. The customer was advised to discontinue use of reservoir and return for analysis.